Manufacturer narrative:
Device was used for treatment, not diagnosis. Ueno, masaki, et al, (2006) early unreamed intramedullary nailing without a safety interval and simultaneous flap coverage following external fixation in type iiib open tibial fractures: a report of four successful cases. Injury, int. J. Care injured 37, 289-294. Japan this report is for an ao solid tibial nail, unknown quantity, unknown lot. Patient experienced hypertrophic nonunion. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: early unreamed intramedullary nailing without a safety interval and simultaneous flap coverage following external fixation in type iiib open tibial fractures: a report of four successful cases. Injury, int. J. Care injured (2006) 37, 289-294. Japan this article discusses 4 consecutive cases of type iiib open tibial fractures, which were successfully managed with early unreamed intramedullary nailing (imn) and simultaneous flap coverage without a safety interval following external fixation (ef). The participants included a (B)(6) female involved in a motorcycle injury. The rest were all males aged 23, 28, and 60 years, respectively, who injured their lower legs during a traffic accident. This report is 1 of 2 for (B)(4). This report is for an ao solid tibial nail, involving a (B)(6) female patient. The patient experienced hypertrophic nonunion.